Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly.

Event description:
During a total right hip arthroplasty, the liner would not lock into the shell. Another liner was used to complete the procedure without delay.

Manufacturer narrative:
(B)(4). The liner was damaged upon receiving. Dimension measurements will not be performed. Visual review shows possible issue alignment/orientation of the liner to the shell; however complaint form indicates correct surgical technique was used. Product likely left zimmer biomet control conforming. Device history records were reviewed. This product is used for treatment. A definite root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Biomet g7 screw catalog#: 010000998 lot#: 3797747, biomet g7 screw catalog#: 0100000999 lot#: 3797756, biomet g7 acetabular shell catalog#: 110017105 lot#: 3748038, biomet g7 screw catalog#: 0100000997 lot#: 3559059, biomet g7 screw catalog#: 0100000997 lot#: 3687055.